Event description:
It was reported that on (B)(6) 2025 an incorrect quantity-missing packages was observed. It was reported that there was one package of product less than expected in the box during checking. There should be thirty-six packages of products in the box, but actually there were only thirty-five packages of products. Not involved in any surgery. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/14/2025. H6 component code: g07002 - no device problem found. H6 component code: c22 - photo analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. One opened box belonging to product code 8522h was received for analysis. Upon visual inspection of the received box, it was observed that it contained thirty-five overwrap packets instead of the required thirty-six. Additionally, the box was received fully open, the tab dispenser was removed from the box and the overwrap packets were found to be relabeled. To support this assessment, one photo was provided, visually documenting one box with appear with thirty-five packets. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Although no conclusion could be reached regarding the cause of the reported event, as part of ethicon's quality process, all devices are manufactured, inspected, and released to approved specifications. Further monitoring of complaint information will be performed for potential safety signals through complaint trending as part of post-market surveillance.